Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported device was replaced due to end of service (eos). It was noted pt's previous battery lasted 5 years at current settings, but this one reached eos after 1.5 years. It was unk if this was a normal battery depletion. The impedance checks on leads were normal. There was no pt injury. The pt recovered without sequela. Additional information will be provided when it becomes available.